Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five shocks while playing basketball, which exhausted the device therapy. Rhythm appeared to be narrow and an supraventricular tachycardia (svt). Boston scientific technical services (ts) discussed the event with the field representative. It appears the patient's heart rate was at or near 240 bpm which was the shock zone for this device, the patient was asymptomatic. Ts discussed evaluation and programming options with the field representative. No adverse patient effects were reported. The patient was being scheduled to follow-up with their following physician. Additional information was received that the patient was seen for follow-up and the zone rate cut-off was changed from 240 bpm to 250 bpm. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.